Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) alert. Device data shows power consumption is increasing in a gradual fashion. Technical services recommended device replacement. Currently the device remains in service. There were no adverse patient effects reported.